Event description:
(B)(4).

Event description:
(B)(4) received a call on 07/13/2015 reporting a medical intervention that occurred. Date and time are unknown at this time. Patient's wife called in stating that for reasons unknown at the time, patient ((B)(6)) fell. Paramedics were called and upon arrival and performed a blood glucose test with their meter with a result that was 60 points different than her prodigy meter. No actual readings were given for either meter. Patient's wife was the initial reporter. There is various information in various sections of this report that are missing that were not collected when initial call was received from reporter. (B)(4) is following up with reporter to collect as much additional information as possible to complete this report. All information received wil be sent via supplemental MDR.

Event description:
This is a supplemental report to initial report 3008789114-2015-00020 to submit manufacturer's investigation of the suspect device. The suspet device was not returned to (B)(4). (B)(4) requested an internal record review for the device. (B)(4).

Manufacturer narrative:
(B)(4).